Manufacturer narrative:
This report is submitted on january 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [69417-device analysis report.pdf]

Event description:
It was reported that the patient's device was explanted on (B)(6) 2016 due to migration of the receiver-stimulator, the patient was re-implanted with a new device during the same surgery.